Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Medical product - biomet m2a taper adapter catalog #: 139264 lot #: 545160; biomet femoral stem catalog#: 103208, lot #: 483100 there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2016-04768 / 04771).

Event description:
Patient's legal counsel reported that patient experienced elevated metal ion levels; however, no revision has been reported at this time.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided. The event will be reported in MFR 0001825034-2016-04771.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.